Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, multiple inappropriate shocks due to oversensing atrial fibrillation was observed. The rv lead was dislodged into atrium. The rv lead was repositioned successfully. Post-operative check was normal. Patient was stable and discharged.